Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient improperly disconnected from the patient line of the cassette during therapy and then reconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during drain one of peritoneal dialysis therapy. The patient was connected. Troubleshooting determined the cause of the alarm was due to the patient improperly disconnecting during the dwell phase of therapy and then reconnecting after the device had advanced to the drain cycle of therapy. The technical service representative assisted the patient in clearing the alarm and reviewed proper procedures. The patient would complete therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.